Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k011028/k013227.

Event description:
The doctor reports that during unpacking, they noticed that the implant was not inside the container box, as it arrived empty. Patient will return to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie did not receive one (1) tsvb13, (implant, tapered screw-vent, 3.7mm collar, sbm, 10 mm l) for evaluation. Visual inspection was performed. The returned implant packaging matched the reported implant. The tamper seal / ring was broken. No implant returned. The coob is non-verifiable as the condition of the implant / packaging when received by the customer is unknown / non-verifiable. DHR review was completed for the subject lot number 1277050. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1277050 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity. Based on the investigation, the most likely root cause determined was improper handling of devices/packaging outside of zimvie controls. Therefore, based on the available information, a device malfunction could not be verified. The returned implant packaging matched the reported implant. The tamper seal / ring was broken. No implant returned. The coob is non-verifiable as the condition of the implant / packaging when received by the customer is unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.